Manufacturer narrative:
The returned ipg (sc-1132 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
A report was received that the patient disliked the tingling sensation from the spinal cord stimulator (scs). It was also reported that the patients ipg was non-functional and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient disliked the tingling sensation from the spinal cord stimulator (scs). It was also reported that the patients ipg was non-functional and difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.